Manufacturer narrative:
S/w version 4.11e. Retainer ring = unknown. Pump case: ngp. Customer returned pump for alleged high bg and cosmetic damage at the serial number label, end cap address label, and pump case observed on (B)(6) 2022. Received pump with a missing retainer ring. Unable to perform occlusion test, displacement test and displacement accuracy test. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. Test p-cap does not lock properly into the reservoir compartment due to missing retainer ring. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The following were noted during visual inspection: cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken battery tube threads, stained keypad overlay, partially broken retainer, cracked case (battery tube), pillowing keypad overlay, faded/peeling end cap address label, and serial number label missing, . Cosmetic damage confirmed at the serial number label, end cap address label, and pump case. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the safety notification for the retainer ring and reported that the retainer ring of the insulin pump was damaged. Reservoir was not able to lock into place. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer will discontinue to use the insulin pump. The insulin pump will be returned for product analysis.